Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there is a small hole located near the titanium adapter on the dialysis tube, which caused leakage. The patient was involved with no injury. The problem was noticed post-procedure.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough information to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.